Event description:
Med/ onc outpatient cancer center: there is a safety issue w/ the new IV catheters. The risk of blood exposure has increased tremendously with these new catheters. There is no safety against blood exposure. Blood drips off of the needle when the IV is started during the removal of the needle from the catheter.